Event description:
The customer reported that one of two twin babies died while monitored by a philips multi-measurement system (mms).

Manufacturer narrative:
(B)(4). The customer reported that one of two twin babies died while monitored by a philips multi-measurement system (mms). Before this occurred, the hospital biomed noted spo2 malfunction issues. The mms did not pick up spo2 nor display saturation values. After placing the pt on an m1020b module, saturation was then picked up. This complaint was deemed reportable due to the fact that a pt died while intending to monitor the pt using a philips monitor. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.